Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was found to have a broken output port. The epg was sent for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was found to have a broken output port. The epg was sent for repair. No patient complications have been reported as a result of this event.